Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and the sleeve fell off. The "sleeve falling off" issue occurred 5 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the sharp occurred sleeve fall off issue, blood collection needle tail exposed leak blood, of the same batch number keys springback type blood collection needle 4 cases have occurred."